Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an infection after undergoing an unreported procedure in which dura-guard was used. The infection was specified as a proteus spp. Infection (no further details). It was reported the patient had a very ¿bad reaction¿. It was not reported if the patient was hospitalized for the event. Treatment for the infection was unknown. At the time of this report, the patient¿s outcome was not reported. No additional information is available.